Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study indicated the intervention on (B)(6) 2015 explanted/replaced the neurostimulator pocket.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) implanted for non-malignant pain and other non-malignant pain. It was reported the patient complained of pain at the pocket site and a painful pocket on (B)(6) 2012. Upon examination, the clinician noted bruising at the pocket site. On (B)(6) 2015 there were continued complaints of tenderness at the pocket site and the clinician noted tenderness to palpation. The ins pocket was repositioned on (B)(6) 2015 and the event resolved without sequelae. The event was possibly related to the device or therapy and implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.